Event description:
The actual residual volume was greater than the expected residual volume. At the refill the day of the report the hcp got back 8¿ccs more than expected. A dye study or MRI was not performed per the reporter. It was believed to be the second refill. They planned to have the patient come back in to check the logs. The pump was used to deliver morphine. No patient symptoms or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Event description:
Additional information received reported the patient was not happy and was imagined to be in some pain.

Manufacturer narrative:
Concomitant products: product ID: 8782 serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).